Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred. Customer changed out all supplies. The customer's blood glucose was over 240 mg/dl.